Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was attempted to be removed during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct. The implant date was not reported. According to the complainant, on (B)(6) 2020, during a planned stent removal procedure, it was noticed that the implanted stent migrated. The migrated stent was not able to be removed. The migrated stent likely had to do with altered anatomy from a past whipple procedure. There were no defects noted with the stent. The stent had been attempted to be removed in previous attempts by different physicians but to no avail. The surgeon said there is no option for them to remove the stent at this time. The procedure was completed with no patient complications were reported as a result of this event.